Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. There were char marks observed on the damage teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device was attached to the test usg-400/esg-400 and a ¿short circuit¿ error was observed when the jaw was closed and the seal or seal & cut button was activated. The observed error is due to metal exposure from the distal end of the teflon pad area. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique.

Event description:
Olympus was informed during an unspecified procedure, the teflon pad burned, with no metal exposed. It was reported that multiple ¿short circuit ¿error messages were observed. No device fragment fell into the patient. There was no bleeding observed. The intended procedure was completed with a similar device. There was no patient injury reported.